Event description:
It was reported that the insulin pump was severely scratched on the screen. The customer did not know the blood glucose reading. The customer stated that he had the insulin pump in his pocket with a pocket knife because the belt clip had broken. He stated that the insulin pump was functioning but that it was difficult to read the display. The most recent blood glucose reading was 235 mg/dl. He also noted that when he used the meter, the backlight did not come on. He declined troubleshooting for the backlight issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, scratches on lcd window and scratches reservoir tube window. The backlight function was checked and no anomaly was noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.